Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for fecal incontinence. The manufacturing representative reported that the patient had retention. The patient was implanted on (B)(6) 2015 and had his device programmed and two hours later he noticed the retention started. He was still in the recovery area. He was catheterized and sent home. The next day the patient reportedly urinated on his own. He also noted that he had problems with urinating in the past.